Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified coronary artery. A 4.00mm x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was then found to be lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.